Event description:
It was reported that this patient with a magna 21mm valve, with implant duration of approximately 10 years, underwent a valve-in-valve procedure due to severe aortic stenosis. Intraoperative tee showed the valve to be calcified and stenotic. A tavr was performed with a 9600tfx 23mm valve. Following valve deployment, tee demonstrated profound left ventricular dysfunction. There was very little cardiac activity. The patient was noted to have evidence of cardiogenic shock. Interpretation of the ascending aortogram following the valve deployment demonstrated the bioprosthesis to be in good position. There was no flow able to be demonstrated in the left main coronary artery. Cardiopulmonary resuscitation was initiated in the cardiac catheterization lab in the setting of cardiogenic shock. Implantation of an impella lvad and ECMO device was performed. Attempts were made in the cardiac: catheterization lab to place a wire into the left main coronary artery. These attempts were unsuccessful. The decision was made to convert to open heart to perform salvage CABG x2. The patient was subsequently able to be weaned from the ECMO support. Transesophageal echocardiogram at the completion of the procedure demonstrated overall improvement in the global contractility. Ejection fraction appeared to be greater than 40%. The impella device was removed and insertion of an iabp was performed on pod #5. The patient tolerated the procedure well and was in stable condition. On pod #12, the iabp was removed as the patient's clinical status had improved. The patient had been on ventilator postoperatively and was unable to be weaned off of it. On pod #15, the patient went to the operating room for insertion of a tracheostomy tube; however, she became somewhat hypoxic and then hypotensive. After insertion of a tracheostomy tube and initial resuscitation effort, the patient had severe respiratory acidosis and again, went into cardiac arrest with pea. Attempts were made to resuscitate the patient which ultimately failed and the patient was pronounced dead.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this patient with a magna 21mm valve, implanted for approximately 10 years, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was performed with a 9600tfx 23mm valve. It was noted that there was an occluded left coronary which required conversion to open chest for bypass. The patient is currently stable.